Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the surgeon experienced non-intuitive motion on the universal surgical manipulator 3 (usm3). The reporter had no additional information on the issue. The technical service engineer advised the customer to reinstall the instrument or the sterile adapter. The procedure was completed with no reported injury.